Event description:
A healthcare facility in washington reported via a fisher & paykel healthcare (f&p) field representative that the tubing of two opt944 nasal cannula were stretched out and were damaged. There were no patient consequences.

Manufacturer narrative:
(B)(4). The opt946 optiflow nasal cannula is an interface used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the complaint opt946 optiflow nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information and photograph provided by the customer, and our knowledge of our product. Results: visual inspection of the photograph revealed that the tubing was found to be pulled apart . Conclusion: we are unable to determine the cause of the reported event. However, it is likely that this was caused by the tube of the opt946 optiflow nasal cannula being pulled. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The subject cannula would have met the specification at the time of production. The setup instructions in the user instructions which accompany the opt946 optiflow adult nasal cannula include the following steps: "ensure headstrap clip is attached, to prevent cannula from being pulled out of the nares." "Cannula can become unattached if not used with the head strap clip." "Attach tubing clip to clothing/bedding to prevent cannula from pulling off face." The user instructions also contain the following warnings/cautions: "do not crush or stretch tube, to prevent loss of therapy." "Failure to use the set-up described above can compromise performance and affect patient safety."

Manufacturer narrative:
(B)(4). The complaint devices are currently en-route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the tubing of two opt944 nasal cannula were stretched out and were damaged. There were no patient consequences.